Event description:
It was reported to covidien on (B)(6) 2010 that a customer has an issue with a ted stocking. The customer reports that the pt had lumbar decompression and lumbar fusion on (B)(6) 2009. The pt sustained bilateral heel pressure sores stage 2. Right 10.5 cm x 7 cm. Left 8.5 cm x 9.5 cm. Physician opened blisters and treated with adaptic. Pt eventually needed plastic surgery to close heel wounds. At 6 months, the right heel was healed, left heel still open. At 9 months, no mention of either heel wound.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.